Event description:
Additional information: additional information received indicated that the patient was moved up on the transplant list and kept as a 1a status due to ongoing hemolysis issues and possible internal short to shield. The patient received a heart transplant on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the reported alarms and pump stoppages were confirmed based on the information contained in the submitted system controller log file. Based on the manufacturer¿s past experience and similar reported events, the captured events could be indicative of driveline wire compromise. However, no device-related issues were identified during the evaluation of the returned portions of the driveline and the pump. The pump was returned with the driveline cut approximately 8 inches from the nipple of the pump housing. The external portion of the driveline that replaced on 02/24/2016, measuring approximately 16 inches, was also returned. The remainder of the driveline was not returned. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate, and braided shield layers of the driveline were then removed, and visual examination of the underlying wires did not reveal any breaches to the insulation of the wires. The returned portions of the driveline were then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and the test did not reveal any areas of current leakage. Analysis of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple pump stoppage, low flow, low speed and driveline disconnected alarms were occurring. The patient was asymptomatic. X-ray images of the driveline were submitted for review by the manufacturer's technical services representative and no obvious areas of concern were observed. On (B)(6) 2016, a distal end driveline replacement was performed; however, shortly after the repair additional pump stoppage events occurred. An internal driveline issue was suspected. No additional information was provided.